Event description:
A report was received that the patient was experiencing heating at the battery site when the stimulation was on. The patient had a non-device related procedure and shortly after the battery site turned red and felt hot. The physician, suspecting infection, prescribed oral antibiotics and the redness disappeared. The site continues to get warm when the stimulation is on. The ipg database analysis revealed the ipg was working properly. No further action will be taken

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.